Event description:
It was reported that after switching out the intra-aortic balloon pump (iabp) console helium loss alarms continued. The intra-aortic balloon volume was decreased to 37cc. The clinical support specialist (css) discussed that there might be a small hole in the balloon and explained to the rn that they should continue to monitor the gas drive tubing for any blood. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00081 and tc #1900066976. Teleflex received the device for investigation. The reported complaint of helium loss alarm is unable to be confirmed. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing and the inflation driveline tubing. No other leaks were detected. It is possible that the small external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the cause.

Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00081 and (B)(4).

Event description:
It was reported that after switching out the intra-aortic balloon pump (iabp) console helium loss alarms continued. The intra-aortic balloon volume was decreased to 37cc. The clinical support specialist (css) discussed that there might be a small hole in the balloon and explained to the rn that they should continue to monitor the gas drive tubing for any blood. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.